Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Item jammed and wouldn't tighten or untighten, as if it had cross threaded. This was a first time use. Another identical device eas immediately available and case completed as originally planned without any delay or medical intervention.